Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo interlink solution set overinfused. The reporter stated that they had hung a secondary medication using a baxter secondary set attached to the device, and when they checked to confirm the rate of infusion, they noticed that the "secondary bag was already empty." There was no report of patient injury or medical intervention associated with this event. No additional information is available.